Event description:
It was reported that the pt was explanted in 2008, due to fluctuating hearing sensations, which he had experienced for a long time. However, med-el was not informed about the scheduled re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.